Manufacturer narrative:
No patient information provided as no patient was present. Device manufacture date not available at this time. The system was evaluated at the site. The reported issue was found to be directly related to a loose monitor cable. The cable was secured and the issue was resolved. There were no further issues.

Event description:
A medtronic representative reported the stealthstation treon system powered off on its own. The site reports that they always keeps the system on and it turned off more than once at random times. The system did not turn off during use. There was no patient present.